Manufacturer narrative:
Di not available. As product was manufactured on or before september 23, 2014.

Event description:
It was reported, that a patient presented with over-sensing of lead noise. And inappropriate automatic mode switch noted, on the patient's right atrial lead. The physician noted, insulation damage on the lead. The lead was capped on (B)(6) 2024. The patient was stable throughout.